Manufacturer narrative:
E1: reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No patient information was disclosed by the customer. The customer stated that the ventilator continued to operate when the alarm occurred and was then replaced with the same model with no impact to the patient. The device was retrieved by a philips sales representative. This investigation is ongoing.

Manufacturer narrative:
On 15jul2025, an authorized service provider (asp) evaluated the device, but could not reproduce the alleged backup alarm failed alarm. The asp checked the device event log and confirmed that an occurrence of the backup failed alarm diagnostic code had been logged. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a preventative measure. The software version was upgraded to version 3.20. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.